Event description:
It was reported that during the original implant on (B) (6) 2009, there was positioning difficulty and threshold and sensing were reported 'not good'. A year later, it was found that pacing and sensing were abnormal and after unsuccessful attempts to reposition the leads, they were explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; apparent explant damage was noted. The full lead was returned for analysis. (B) (4) no anomalies were found and the full lead was returned for analysis.